Event description:
Upon initial contact, facility advised that while in use, the blade broke at the hub. Facility advised during follow up contact that when the blade broke, a part fell into the patient but was retrieved. They did not know what procedure was taking place at the time of the event. A conmed linvatec power pro saw was being used with the blade. The facility did not know when the saw was last serviced.

Manufacturer narrative:
Product was returned from customer and was evaluated by company personnel. Product was identified as manufacturing lot l6006. A review of the heat-treating supplier records indicated the product was not being properly heat treated before or after electrolyzing. This may have increased the likelihood of hydrogen embrittlement. Tests were performed on potentially impacted lots with the purpose of trying to break the blades. The lot related to the complaint exhibited breakage on some samples. Other potential causes of breakage were evaluated including rough surfaces from laser cutting and handpiece wear. Conclusion: a definitive cause for breakage of the blade was not identified. Correction: the supplier of electrolyzing services associated with the breakage is no longer used. Product from lots identified is being retrieved and replaced in order to complete further evaluation.